Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/28/15 medical records received. Records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 18, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2009. Patient was implanted with a depuy asr hip on his right side on or about (B)(6) 2009. Patient has experienced pain. He has not yet scheduled an explantation of either asr hip implant. Update 7/11/2011: plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation. Update 9/08/2015 - patient was revised to address pain.